Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient presented to the emergency room with chest pressure, fatigue, shortness of breath, and palpitations. It was discovered the patient's implantable cardioverter defibrillator (ICD) had sleep mode turned on. Sleep mode was turned off and the device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.